Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on that the insulin pump had a blank display and they experienced high blood glucose level of 500 mg/dl. The customer¿s current blood glucose level was 348 mg/dl. No symptoms were noted, and the high blood glucose was treated with the insulin pump. Customer clarified the device went blank because there were no batteries inside. Customer declined troubleshooting for high blood glucose and blank display. Nothing was returned or shipped.